Manufacturer narrative:
The device records 36 log entries between october 2010 and the 8th october 2014. 6 manual power ups are recorded between the 7th october 2010 and the 28th january 2012, one of which lasts ten minutes duration. The device failed several self-tests due to a low battery between the 12th february 2012 and the 20th january 2013. Ten minute manual power ups are observed in the device memory between (B)(4) 2013 and (B)(4) 2014. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation was observed over the pogo pins however this would not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.